Event description:
Healthcare worker reported working in an environment where the cidex opa warms to over 80 degrees overnight and was experiencing burning of their nose and sinuses, and a loss in their sense of smell. All symptoms would resolve overnight. No ventilation hoods were used.